Event description:
Per medical records patient underwent transcatheter valve replacement with a medtronic 34mm evolut fx which unfortunately embolized to the ascending aorta and resulted in an acute aortic dissection. The medtronic tavr valve was explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).